Manufacturer narrative:
There was no excessive "no delivery" alarm during testing. The insulin pump was received with all operating currents within specification and it passed the functional testing including the unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The pump had a minor scratched lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, and a broken reservoir tube lip.

Event description:
The customer reported via phone call that she has been having high and low blood glucose readings ranging from 38 mg/dl to 566 mg/dl. Customer stated that the pump was replaced once for the same issues but the issues continue. Customer stated that she was given another pump to use for 3 weeks and it appears to have resolved the issue. Customer's blood glucose was 566 mg/dl at the time of the incident. Customer's current blood glucose is 122 mg/dl. Customer reported that she does not have a back-up plan available and has contacted her health care professional regarding her high blood glucose. Customer performed the high pressure test and had a no delivery alarm. Customer was advised to do a complete set change as the pump is working. Customer performed the displacement test and a no delivery alarm occurred. Customer was advised to monitor the pump and her blood glucose readings.